Manufacturer narrative:
Concomitant medical products: w4tr04 crtp, implant date: (B)(6) 2020, 429888 lead, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a failed position check and oversensing with noise. The lead remains in use. No patient complications have been reported as a result of this event.